Event description:
Literature was reviewed regarding a cardiovascular implantable electronic device (cied) infection. The authors described a patient who presented to the hospital with a two-day history of mild dyspnea, vertigo, and a rapidly worsening general condition. Eleven weeks earlier, the patient had undergone a combined aortic valve replacement, tricuspid valve replacement, and pacemaker implantation after native endocarditis. It was suspected that the newly found endocarditis was related to recurrent skin ulcers and injection abscesses, poor dental condition, or non-adherence from the endocarditis that was present prior to the pacemaker implantation. The patient presented with sepsis and blood cultures were positive for pseudomonas aeruginosa. Empirical intravenous (IV) antibiotics were started and the patient spent time in the intensive care unit (ICU). They refused to undergo another cardiothoracic surgery and were transferred to a palliative care hospital. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: decision making in surgery: honoring patient autonomy despite high mortality risk in a 36-year-old woman with en docarditis. Journal of surgical case reports. 2025. 3, rjaf131. Doi: 10.1093/jscr/rjaf131 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.